Event description:
A review of service data detected a reportable problem. During servicing, monitor sn (B)(4) failed incoming functional testing and had a discharge profile fault. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. Upon eval, the monitor failed an internal pulse test and had a discharge profile fault. The cause for the test failure discharge profile fault was isolated to an open r46 resistor could not be positively identified. No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any deficiencies.